Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower machine was locked on the reboot screen and failed to load. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unusable after a reboot, as it became locked on the reboot screen and failed to load, preventing access to pyxis. The technical support specialist (tss) remoted into the station and resolved the issue by referring the article named medapp was not launching automatically, with the station stuck at a blue screen. The tss confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower machine was locked on the reboot screen and failed to load. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.